Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te messages) has been confirmed. As received, the electrode belt failed incoming functional testing, specifically a therapy electrode recognition test. The cause for the test failure and the reported messages was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force.

Event description:
A us distributor reported that the patient had developed a skin irritation under all 3 therapy electrodes. The patient's cardiologist recommended the use of hydrocortisone cream and provided the patient with a steroid cream. During a follow up call, the patient reported that the cream had helped, but that behind the back therapy electrodes a scar remained and that the skin under the front therapy electrode was still irritated. A us distributor reported that the patient was receiving frequent "check therapy pad" messages.